Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging a onetouch verioiq meter was "not holding a charge" while in egypt . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/12/2013)-product evaluation: the analyses of the returned subject meter and accessories were completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The meter including the cable and adaptor met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.